Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. The valve inside the sheath broke off and was later found inside the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received on the event. The valve inside the base of sheath disconnected and was found in the hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath appeared to be in good condition before access. Physician noticed sheath was damaged after sheath was inserted and flushed with fluid. It is unknown if air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-jun-2022. The device evaluation was completed on 07-jun-2022. The product was returned to biosense webster for evaluation. The returned device's visual inspection and microscopic examination were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis insertion angle. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).